Event description:
New information received indicates the right ventricular lead was capped on (B)(6) 2019 and replaced. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's high voltage lead impedance was above the normal range. The patient was awaiting lead replacement. The patient was stable.